Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that plastic filaments were found to be present in the eye following implantation of an unspecified rayner iol model. No information on the action taken by the healthcare following the observation of plastic filaments has been provided by the healthcare facility. It is not known at this time whether the iol remains implanted or if it was explanted. There is currently insufficient information/evidence available to substantiate this report. Rayner is working to obtain additional information to facilitate further investigation of this report through its distributor in (B)(4). Slit lamp photographs of the plastic filaments have been requested in order to try and determine the origin of the deposits seen in the eye post iol implantation. Device not returned to manufacturer.

Event description:
Rayner intraocular lenses limited received notification that a healthcare facility in (B)(6) had reported that plastic filaments were present in the eye following implantation of an unspecified rayner iol.